Event description:
Additional information was received 07dec2020. The unknown rosen wire was used to deliver and remove the complaint device. The user believes that the complaint device was caught on a pre-existing iliac patch and scar tissue, causing the device to unravel upon removal.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: see b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, after completion of an angio of the leg, an unspecified cook micropuncture sheath stretched at the tip upon removal from the patient. The femoral access site was scarred, with a bypass patch in place. The device was used to perform an intervention through. An unknown rosen wire was used to deliver and remove the complaint device. Resistance was encountered upon removal of the device from the groin. The user believes that the complaint device was caught on a pre-existing iliac patch and scar tissue, causing the device to unravel upon removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided. As the rpn and lot number was unknown, cook performed a general review of the controls that are relevant to all mpis devices. The outer catheter and hub are manufactured and bonded together at approved vendor cook polymer technologies (cpt). Tensile testing is performed via a sampling plan during the production run. Mpis devices are 100% visually inspected for damage at final inspection. The product IFU cautions, ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this complaint could not be determined. Possible causes included patient anatomy or procedural factors; however, without review of the device history record or inspection of the returned device, manufacturing issues cannot be ruled out. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after completion of an angio of the leg, an unspecified cook micropuncture sheath stretched at the tip upon removal from the patient. The femoral access site was scarred, with a bypass patch in place. The device was used to perform an intervention through. An unknown rosen wire was used during the procedure. Resistance was encountered upon removal of the device from the groin. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.